Event description:
Revision occurred approximately 7 weeks after the primary surgery, which occurred on (B)(6) 2025. No fall or other trauma reported. Revision occurred due to dislocation of unknown cause. 36 mm + 6 standard humeral cup explanted. This was replaced by a 36 mm + 3 humeral stability cup and 9 mm spacer.

Manufacturer narrative:
Revision occurred due to dislocation of unknown cause. No actual, implied, or suspect link to fx product.